Manufacturer narrative:
On 9-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse bi-directional catheter and a wire was exposed at the end of the catheter shaft. On removal of the catheter from the vizigo sheath at the end of the case, it was noticed that a wire was exposed at the end of the catheter shaft. There were no errors during case. Impedance normal. Operator thinks that this happened when removing the catheter from the vizigo. It was at the end of procedure, so no further actions were taken. The case went well apart from this. There was no patient consequence; patient was unaffected. Additional information received explained there was difficulty getting into the left upper vein ¿ possible left common. Noted some resistance when removing catheter. The resistance was noticed from the catheter and not the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse bi-directional catheter and a wire was exposed at the end of the catheter shaft. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed an exposed wire on the loop area at the tip of the device. A manufacturing investigation was performed to further investigate this issue and it was found that this issue is related to an issue with a missing polymide inside the loop area, which caused a weak barrier for the puller wire, making it easier to break through the wall and get exposed at the loop area. This failure mode was corrected by adding an additional polymide as protection in this area. Internal actions are being followed to reduce this failure mode on varipulse catheters. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The resistance and broken tip issue reported by the customer was confirmed. This issue is traced to manufacturing process. The instructions for use (IFU) contain the following information: do not attempt to pull the catheter or withdraw it into the guiding sheath when the loop is contracted, or the tip is deflected. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).